Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation and stimulation in wrong area due to lead migration. As such, the surgical intervention took place on (B)(6) 2019 wherein the lead was repositioned resolving the issue.